Manufacturer narrative:
Concomitant medical products 694765, lead, implanted: (B)(6) 2010; 5076-52, lead, implanted: (B)(6) 2010.

Event description:
It was reported that during a device changeout for normal battery depletion, while performing routine testing of the leads it was noted that the lv (left ventricular) lead had low impedance in bipolar. The lead was inspected with no visible defects noted. The bipolar impedance was tested again and found to be in normal range, remaining so through pocket closure, with the lv lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.